Event description:
It was reported that a patient presented in the clinic with decompensated heart failure. He was admitted to the hospital for management. Upon interrogation the device exhibited oversensing of far r waves with sensing of retrograde intervals and inappropriate mode switch. Programming changes were made. The patient was in a stable condition and would continue to be followed.